Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on that on (B)(6) 2022, when the sterile processing department was resetting the tray, it was noticed that the long retention pin was stuck inside the long retaining screwdriver and could not be released. There was no patient involvement. This report involves one (1) screwdriver. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4, h4: the lot number, expiration date, and device manufacture date were reported as unknown on the initial report; and have been updated accordingly. Investigation summary: the product was returned to depuy synthes and sent to manufacturing site: jabil: hagendorf for evaluation. The jabil: hagendorf team conducted a visual inspection of the returned device. Visual analysis of the returned sample was performed on retent pin scrdriver qc -hex 12/ xl25. Article 03.045.006 with lot number 76p2865 was shipped to manufacturing site hägendorf on the 12.04.2022. The shipped back article 03.045.006 was received in used condition. Firm scratches and signs of damage wereidentified particularly in two areas of article 03.045.006: - on the handle end of article 03.045.006 heavy damages were identified, more specifically a presence of deep grooves / scratches (potentially created by use of pliers or a hammer). However, no bent marks could be identifeid. - on extremity with the hexagonal feature a presence of deformation was identified (potentially due to a strong force application). Based on the visual inspection it was concluded that article 03.045.006 was not properly used by applying a strong force on it. It was concluded that most likely the handle end of article 03.045.006 was grabbed by a plier to force the incorrect interaction of article 03.045.006 with its counterpart (article 03.045.005, which was investigated in (B)(4)). This action could have potentially caused the damage of both devices. Functional tests were performed on shipped back article 03.045.006 with lot number 76p2865 according to following 2 documents: - inspection sheet (faa-pa) se_782444_aa - product quality plan (pqp)se_736517_ab. In particular, the critical-to-quality (ctq) features ctq06 (thread on tip) and ctq07 (length of shoulder to tip) were tested. Both documents listed above were valid at the time of production of lot 76p2865. The following functional tests were performed: - "gewinde m2.5 ph0.9 p0.45=6g" using thread ring gauges with ids sw 6385 (go-ring) and sw 6388 (no-go-ring) (according to se_782444_aa, vorgang: endprüfung). The device passed this test. - "223.6± 0.15" using height gauge with ID sw 7285. The result found on the device was 223.657 mm resulting to be in specification and passing the test. Although article 03.045.006 with lot number 76p2865 passed all performed tests, it was not possible to confirm or not the replication of the complaint condition. In fact, the complaint description was related to theinteraction of shipped back article 03.045.006 with a counter-article 03.045.005, which was shipped to manufacturing site hägendorf together with this article 03.045.006 and investigated in (B)(4) but was found to be cut in half. For this reason, it was concluded that the complaint in scope of (B)(4) cannot be replicated. Thus it was concluded that also the complaint in scope of this (B)(4) cannot be replicated. Considering the fact that the visual inspection already identified clear signs of mishandling of article 03.045.006 with lot number 76p2865, it was concluded that the complaint condition is confirmed. However, the complaint condition is not related to a manufacturing issue but to a potential mishandling of the article 03.045.006 (which led to the current condition). A dimensional inspection was performed for the retent pin scrdriver qc -hex 12/ xl25 and met specifications. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the retent pin scrdriver qc -hex 12/ xl25. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for part number: 03.045.006, lot number: 76p2865; and no non-conformances were identified.